Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance was low, there had been a lead warning and polarity switches. The lead polarity was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.